Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was unknown mg/dl. The customer stated that it does not switch on.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window.